Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax with a reddish-brown material inside and internal parts exposed. It was initially reported by the customer that after insertion in the patient's body and when conducting ablation with the qdot micro, the contact force (cf) would increase. Prior to the ablation, cf was 2 ¿ 3g. During the ablation, cf increased up to 30 ¿ 40g. After the ablation was stopped, cf was back to 2 ¿ 3g. No error displayed. The issue was not improved by re-connecting the cable and by replacing the cable but was improved by replacing the catheter. After that, the procedure was continued and was successfully completed. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 19-nov-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax with a reddish-brown material inside and internal parts exposed. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test were performed. Visual analysis of the returned device revealed a reddish-brown material inside the pebax and a hole on the pebax with internal parts exposed. The hole could be related to the handling after the procedure, but it cannot be conclusively determined. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The force issue reported by the customer could not be replicated, however, the reddish material in the pebax could be related to the force issue, therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).